Manufacturer narrative:
H4: lot manufactured between december 2, 2019 to december 3, 2019. H10: the device was received for evaluation containing 56ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during patient infusion. It was further reported that the peripherally inserted central catheter (PICC) line was well functioning. There was no report of patient injury or medical intervention associated with this event. No additional information is available.